Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of the light guide lens appeared to contain a mixture of corrosion and foreign material and distal end had residual liquid; and the adhesive between distal end and server plug-in contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material was confirmed the light guide lens at the tip. However; it was not possible to identify the foreign matter. The foreign material could not be removed by reprocessing because it was not attached to an external part of the scope. Also, the adhesive around the light guide lens come off, this may have been attributed to physical stress caused by hitting the tip of the scope against something or dropping it, or chemical stress caused by the chemicals used. This may have allowing moisture to enter into the lens and caused corrosion. Additionally, it is possible that leaks in the forceps table and deformation of the universal cord prevented proper reprocessing and resulted in the foreign body not being removed. However; a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.